Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that she had a leaky reservoir. The customer stated that she had been experiencing high blood glucose levels. Troubleshooting was attempted. Upon removing the reservoir from the reservoir compartment of the insulin pump, the customer found the reservoir wet and did not know where the insulin was coming from. The customer further stated that the reservoir compartment did not have insulin inside. Nothing further was reported.